Manufacturer narrative:
Analysis of the returned device shows that the crown is showing impactions due to tightening with a spinal rod. The deformation is asymmetrical which is consistent with the transmission of flexural loads through the connection. The bone thread is broken at the middle of its length. The broken section is fully worn due to repetitive contacts between the two broken parts. One broken part (bone screw tip) is damage due to the explantation maneuvers. No pre-existing defects have been identified on the implants that could be responsible of the event (rod and mas breakage and rod slippage). One rod and the mas are broken due to overload applied on the spinal construct. The rods and 2 setscrews show sign of rod slippage at l3 anchorage as described in the event.

Event description:
It was reported that the patient underwent a spinal fusion procedure using rods and screws at l3-l4-l5. Approximately 33 months post -operatively the patient began to experience pain; radiographic images showed the screw at l5 was broken and the rod between l3-l4 shifted to l2. The patient underwent revision surgery to remove the broken screw and add additional hardware. Reportedly, the patient did not experience any type of trauma that may have caused the screw to break. No additional complications were reported.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of radiographic images show l3-l4-l5 construct for apparent degenerative disc disease. Rod on right between l3 <(>&<)> l4 appears to have broken with upper portion migrating (sliding) through l3 screw. Right l5 pedicle screw also noted to be broken. Both rods appear considerably too long. No interbody device is noted. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.